Event description:
Report received states, "the balloon would not spontaneously deflate. The syringe was removed in hopes that the balloon would deflate, which it did not. The plunger of the syringe was pulled back which successfully deflated the balloon. The clinician indicated that this action (pulling back on plunger) has been shown to affect the balloon functioning future wedge pressure readings." Add'l info obtained stated that this was discovered during pre-insertion testing. There was no pt involvement and no adverse pt event.